Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in neonatal intensive care unit therapy was stopped because the esophageal temperature read 31c on the arctic sun device. They just replaced the probe and are waiting on x-ray confirmation for placement. The target was 33.5c, water was 40c and flow 1.1lpm. The event log showed alert 50 (patient temperature 1 erratic), alarm 15 (unable to obtain a stable patient temperature), and alert 11 (patient temperature 1 below low patient alert). Patient temperature reads 32.1c. Nurse did not believe this was accurate. Axillary temperature reads 33.5c. The device continues to give alert 50 (patient temperature 1 erratic), and alarm 15 (unable to obtain a stable patient temperature). Mis suggested replacing temperature -in cable. Nurse stated they would call back if the alarm continues. Per customer via phone on (B)(6) 2023 it was reported that therapy was completed and there was no impact to the patient. The was a female between 2-3 days old. Nurse was advised by mis to switch the probe. The device was sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that in neonatal intensive care unit therapy was stopped because the esophageal temperature read 31c on the arctic sun device. They just replaced the probe and are waiting on x-ray confirmation for placement. The target was 33.5c, water was 40c and flow 1.1lpm. The event log showed alert 50 (patient temperature 1 erratic), alarm 15 (unable to obtain a stable patient temperature), and alert 11 (patient temperature 1 below low patient alert). Patient temperature reads 32.1c. Nurse did not believe this was accurate. Axillary temperature reads 33.5c. The device continues to give alert 50 (patient temperature 1 erratic), and alarm 15 (unable to obtain a stable patient temperature). Mis suggested replacing temperature -in cable. Nurse stated they would call back if the alarm continues.